Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading during the phone call was 259 mg/dl. The customer was unable to do troubleshooting during the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.